Manufacturer narrative:
(B)(4).

Event description:
It was reported that a normal total hip arthroplasty surgery was performed. The liner did not engage in the r3 shell, even after several attempts. A new liner was opened (same part number and same lot number). The new liner locked in place immediately, as intended. A procedural delay of between 0-30 min occurred. No patient injury.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection was completed but could not confirm the state failure. There are gouges and minor damage to the liner. The liner exhibits deep scratches/deformation on the ID and ID rim. A dimensional analysis could not be completed due to damage to the liner from attempting to insert it into the shell. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d8/d9.